Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2025 and topical skin adhesive was used. The patient had a severe reaction to the product after use. (B)(4). Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? (B)(6) ending at 10pm. What date did the reaction occur on? (B)(6) when pt awoke in her hospital room she complained of itching. Day nurse noticed redness around bandage and got orders for IV steroids and benadryl. Itching increased throughout the day. (B)(6) prior to discharge surgeon removed the bandages and noticed the widespread redness and blistering. Was there any medical or surgical intervention performed? If so, please specify. IV steroids and oral benadryl were given on day 2 and 3 of hospital stay ((B)(6)). Pt was discharged on (B)(6) with scripts to include 3 days of prednisone, hydroxyzine, tizanidine and oxycodone and instructions to go home and shower to get as much of the adhesive that was left on the skin off. On (B)(6) home health nurse reached out to surgeon about redness, blistering and itching patient was having and was instructed to have patient see him in his office on (B)(6) on (B)(6) the patient was seen in the surgeon's office where he removed the durmabond mesh and replaced it with steristrips. The rash had spread and was still very itchy. Surgeon commented that ""this is the worst reaction he had ever seen"" and instructed patient to continue taking the meds prescribed at discharge and that oral benadryl could be taken as well. If medication was required, please clarify if it was prescription strength. Meds prescribed were prednisone, hydroxyzine, tizanidine and oxycodone which were prescription strength. Benadryl was over the counter. Can you identify the product code and lot number of the product that was used? No. What is the most current patient status? As of (B)(6), patient is 16 days post op. The redness has significantly decreased but the skin where the redness covered now has cracked, is peeling and scabs from blisters can be seen with no improvement in the itchiness. Patient saw pcm and was prescribed triamcinolone 0.1% to cover all areas affected except on incisions themselves. Patient also saw surgeon's pa who prescribed bactrim and sent orders to home health agency for wound care. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Patient had never been exposed to prineo/dermabond prior to (B)(6) but had undergone several surgeries where liquid adhesives were used and patient had reactions such as itchiness and redness with some blistering but was told it was a reaction to mastisol and chlorahexadine. Patient had never had a reaction even close to what she experienced with the durabond. Her allergies listed were mastisol, chlorahexadine and adhesives as well as dilaudid and vancomyacin. Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No it is not. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot number of product used? Please provide an update on the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?